Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the use of too much torque on the device. Indeed, the fracture area exhibited exclusively the characteristics of a forced fracture. The only cause of the fracture which can be considered was the imposition of external stress which was too great for the device. The direction of the fracture planes 45° to longitudinal axis showed that the stress applied was torsional loading. This is further confirmed by the torque lines that are clear on the breakage surface. Furthermore, an analysis was performed to review the characteristics of the material. It corresponds to the material defined on the drawing and to the internal material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a removal surgery, when the final distal locking screw was removed, the screw driver bit was broken 2 times. Therefore, the screw head was cut with hospital's diamond bar and the plate was removed. Remaining screw was removed with hospital's crown reamer and extractor. All screws were able to be removed. The procedure was completed successfully, and no adverse consequences or surgical delay were reported as a result of the screw driver bit fractures.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during a removal surgery, when the final distal locking screw was removed, the screw driver bit was broken 2 times. Therefore, the screw head was cut with hospital's diamond bar and the plate was removed. Remaining screw was removed with hospital's crown reamer and extractor. All screws were able to be removed. The procedure was completed successfully, and no adverse consequences or surgical delay were reported as a result of the screw driver bit fractures.